Event description:
The customer reported that the system would not perform fluoroscopic x-ray and a communication failure error was displayed. No pt injury reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard drive was replaced and the software and configurated files were reloaded. The system was tested and found to be working as intended and put back into service.